Manufacturer narrative:
This device was manufactured at one of the two following manufacturing sites: (B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between the homechoice cassette and both the heater and supply bags which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during an unknown cycle of peritoneal dialysis (pd) therapy. During the troubleshooting, it was determined that a loose connection led to this alarm. The patient stated air was in the solution lines of a homechoice cassette and both the heater bag and supply bags were loose. The patient disconnected and would start over with new supplies. Proper procedures per user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.